Event description:
It was reported that the led within the pump touchscreen looked "cracked", causing display issues that made the pump screen unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.